Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/26/2016 to report that on (B)(6) 2016 patient had continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. It was reported that the sensor was worn beyond seven days. Labeling indicates: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days. It was reported that the patient used an expired sensor. The dexcom g4 platinum continuous glucose monitoring system user's guide states: do not insert sensors past the expiration date. The expiration date format is yyyy-mm-dd. Insert sensors on or before the end of the calendar day printed on the sensor package label.